Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. Postoperatively, the patient indicated having a headache and additional surgical intervention was undertaken wherein a blood patch was performed. The patient¿s headache has resolved.